Event description:
It was reported that 100 bd ultra-fine¿ insulin syringe with sterile interior 1ml experienced missing label information. The following information was provided by the initial reporter: no vendor lot, no expiry date.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: customer returned images showing polybags and a shelf carton for 1ml, 31 gauge, 6mm syringes from lot 1242587. The first image shows the lot number, manufacturing date, and expiration date text missing from the polybag. The second image shows tear marks across the back of one polybag and the front of a second. A review of the device history record was completed for batch# 1242587. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of printed information missing from the polybag. There were no quality notifications or maintenance dispatches about these issues during the production of these batches. The root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that 100 bd ultra-fine¿ insulin syringe with sterile interior 1ml experienced missing label information. The following information was provided by the initial reporter: no vendor lot, no expiry date.